Event description:
(B)(4). The device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient (age and race not provided). The patient was taking an unspecified medication for an unspecified indication. The patient's humapen memoir insulin delivery devices were reported to have problems. There were two pens, and the numbers did not fully show on the dose display. There were segments missing in the numbers displayed. The number 8, for example, looked like the number 1 (product complaint (B)(4) /lot 1001c02 and product complaint (B)(4) /lot 1007c01). The user was not provided. Training was via a physician. The device (2004266 was not primed during use). The duration of use was not provided. Device associated with (B)(4) was returned on (B)(4) 2012) device associated with (B)(4) was not returned. Edit (B)(4) 2012: edited device medwatch info area for us reporting purposes. Edit (B)(4) 2012: captured reporter type as consumer. Update (B)(4) 2012: additional information was received on (B)(4) 2012 from the global product complaint database for two devices. For product complaint (B)(4); added the device specific safety summary, return date of the device, and manufactured dated of the device; and updated the improper use to yes and trained user to yes. For product complaint (B)(4): added the device specific safety summary and manufactured date of the device; and updated the availability of the device to no as the device was not returned. Updated the medwatch, EU/ca fields, and narrative for both devices.

Event description:
(B)(4). The device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient (age and race not provided). The patient was taking an unspecified medication for an unspecified indication. The patient's humapen memoir insulin delivery devices were reported to have problems. There were two pens, and the numbers did not fully show on the dose display. There were segments missing in the numbers displayed. The number 8, for example, looked like the number 1 ((B)(4)). The user and the user's training status was not provided. The duration of use was not provided. Return of both pens was expected. Edit (B)(4) 2012: edited device medwatch info area for us reporting purposes.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. This report includes final evaluation findings. No additional information is expected. This report is associated with 1819470-2012-0002, since there is more than one device implicated. Evaluation summary a caller reported there are missing segments in the numbers display of her son's two humapen memoir devices. The second device (batch number 1007c01, manufactured july 2010) was not returned for investigation, therefore no root cause or corrective action could be determined. Based on the information available in the complaint narrative, missing segments in the dose numbers cannot be ruled out. A house sample review was completed and no missing segments in the dose numbers were observed. A review of missing segment related batch trend data did not identify an atypical signal for batch 1007c01. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Improper use and storage - there is no evidence of improper use.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation has been completed. This report is associated with 1819470-2012-0002, since there is more than one device implicated.